Event description:
A physician reported a pt who was treated in the nasolabial furrows in 1/1998. A few hours after the treatment, the pt developed edema, erythema, and hardness in the nasolabial furrows. In 1/1998, the physician presecribed oral corticosteroids and topical gentelin beta, both of which were effective. The physician believed the symptoms were probably product related.